Event description:
It was reported that the customer perceived that the device was not sealing properly during a total lap hysterectomy. The customer stated that there was some unknown amount of blood loss, and the procedure was converted to open. It was unknown how the procedure was completed. Neither the generator or disposable will be returned.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Additional information requested of or staff but not received: what is the rationale for the convert to open, rather than continuing the procedure laparoscopically? Why was the lap procedure not completed with an energy device or another method such as electro-cautery? Or was there another reason for the convert to open, such as: patient¿s anatomy? Physician preference? Did the patient require a transfusion? What is the patient¿s current condition? What is the surgeon¿s typical steps to use the device? (Such as waiting to hear tone 2, etc.) What is meant by not sealing properly? During what part of procedure and what part of anatomy was the inadequate sealing observed. (What was bleeding?) Was this the first time the device used in procedure where there was bleeding? Was the sealing satisfactory during procedure except for this incident? What is the surgeon¿s experience with the device. Which button (max or min) was being used when the bleeding occurred? The batch history records were reviewed and the manufacturing criteria was met prior to the release of the batches include in this lot.

Manufacturer narrative:
(B)(4). Additional information received: what is meant by not sealing properly: the uterine vessel did not seal. There was bleeding that they could not control with the har36. I believe she said that the vessel contracted back and away to where they could not get access to it with any kind of advanced energy device. Therefore they decided to open. The or mgr wasn't sure what they did once they opened to seal the vessel, but she assumed they sutured it. During what part of procedure and what part of anatomy was the inadequate sealing observed. (What was bleeding?) Uterine artery. Was this the first time the device used in procedure where there was bleeding? Was the sealing satisfactory during procedure except for this incident? No, the device was used to seal and cut the ip ligament, round and broad ligaments. It didn't work on the uterine vessel according to the surgeon. What is the surgeon¿s experience with the device. I do not know. This hospital does not allow for rep access in the or unless surgeon requests them in there. They are very strict. The surgeons work for sentara and sentara has a no lunch policy for surgeons either. I have stopped by the offices 3 times and asked for a 10 minute meeting each time on the spot or to schedule something, but I never heard back from their office. Which button (max or min) was being used when the bleeding occurred? It was not stated to me.